Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage/missed abortion ((B)(6)weeks)"), pregnancy with contraceptive device ("postimplant pregnancy") and pelvic pain ("pain") in a (B)(6) year-old female patient (gravida 8, para 3) who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close), fallopian tubes" in (B)(6) 2014 and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2007, (B)(6) 2013) and lupus syndrome. Previously administered products included for blood cut gloring disorder: heparin injection from september 2012 to april 2013. Concurrent conditions included obesity. Concomitant products included citalopram hydrobromide (celexa) since 2012. In (B)(6) 2013, the patient experienced procedural pain ("pain for a little bit"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, pelvic pain and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: thereafter, the plaintiff underwent a tubal ligation. Dates of removal: (B)(6) 2014 (as per pfs) and (B)(6) 2014 (as per mr) removal details: tubes were identified and grasped using the ligasure device. The mesosalpinx was grasped, cauterized, and cut in removing the right tube, there was an essure coil within the tube that came along with the tube. The left tube had no evidence of an essure coil. Both tubes were sent as specimens. Pelvis irrigated and suctioned. Hemostasis excellent. All instruments removed. Peritoneal cavity all owed to exsufflace. Skin incisions reapproximated and transferred to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Pregnancy test urine - on (B)(6) 2014: pregnant. (B)(6) 2014, sonogram showed miscarriage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. New reporters added. Medically confirmed case. Patient's demographic information and relevant history added. Concomitant medication added. Essure insertion date updated. Essure removal date added. Lot number added. Events pain, abdominal pain essure confirmation tests conducted: no, abdominal pain and pain for a little bit were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("postimplant pregnancy") and abortion spontaneous ("miscarriage/missed abortion (14weeks)") in a 31-year-old female patient (gravida 8, para 3) who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close), fallopian tubes" in may 2014 and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002 (B)(6) 2007,(B)(6) 2013 and lupus syndrome. Previously administered products included for blood cut gloring disorder: heparin injection from september 2012 to april 2013. Concurrent conditions included obesity. Concomitant products included citalopram hydrobromide (celexa) since 2012. In july 2013, the patient experienced procedural pain ("pain for a little bit"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("abdominal pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the abdominal pain lower and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: thereafter, the plaintiff underwent a tubal ligation. Dates of removal: 14-dec-2014 (as per pfs) and 04-dec-2014 (as per mr) removal details: tubes were identified and grasped using the ligasure device. The mesosalpinx was grasped, cauterized, and cut in removing the right tube, there was an essure coil within the tube that came along with the tube. The left tube had no evidence of an essure coil. Both tubes were sent as specimens. Pelvis irrigated and suctioned. Hemostasis excellent. All instruments removed. Peritoneal cavity all owed to exsufflace. Skin incisions reapproximated and transferred to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Pregnancy test urine - on 26-may-2014: pregnant. 06-oct-2014, sonogram showed miscarriage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Events added: depression and mental anguish. Event outcome was updated for the event: abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage/missed abortion (14weeks)"), pregnancy with contraceptive device ("postimplant pregnancy") and pelvic pain ("pain") in a 31-year-old female patient (gravida 8, para 3) who had essure (batch no. A36525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close), fallopian tubes" in (B)(6) 2014 and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2007,(B)(6) 2013) and lupus syndrome. Previously administered products included for blood cut gloring disorder: heparin injection from (B)(6) 2012 to(B)(6) 2013. Concurrent conditions included obesity. Concomitant products included citalopram hydrobromide (celexa) since 2012. In (B)(6) 2013, the patient experienced procedural pain ("pain for a little bit"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on(B)(6) 2014. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, pelvic pain and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: thereafter, the plaintiff underwent a tubal ligation. Dates of removal:(B)(6) 2014 (as per pfs) and (B)(6) 2014 (as per mr) removal details: tubes were identified and grasped using the ligasure device. The mesosalpinx was grasped, cauterized, and cut in removing the right tube, there was an essure coil within the tube that came along with the tube. The left tube had no evidence of an essure coil. Both tubes were sent as specimens. Pelvis irrigated and suctioned. Hemostasis excellent. All instruments removed. Peritoneal cavity all owed to exsufflace. Skin incisions reapproximated and transferred to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Pregnancy test urine - on (B)(6) 2014: pregnant (B)(6) 2014, sonogram showed miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('postimplant pregnancy') and abortion spontaneous ('miscarriage/missed abortion (14weeks)/ pregnancy (stillbirth or miscarriage)') in a 30-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close), fallopian tubes" in (B)(6) 2014 and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2007,(B)(6) 2013), lupus syndrome and miscarriage. Previously administered products included for blood cut gloring disorder: heparin injection from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included obesity. Concomitant products included since 2012. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 days after insertion of essure. In (B)(6) 2013, the patient experienced procedural pain ("pain for a little bit"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen), surgery (salpingectomy (bilateral removal of fallopian tubes)) and underwent dilation and curretage. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the abdominal pain lower and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: thereafter, the plaintiff underwent a tubal ligation. Dates of removal: (B)(6) 2014 (as per pfs) and (B)(6) 2014 (as per mr) removal details: tubes were identified and grasped using the ligasure device. The mesosalpinx was grasped, cauterized, and cut in removing the right tube, there was an essure coil within the tube that came along with the tube. The left tube had no evidence of an essure coil. Both tubes were sent as specimens. Pelvis irrigated and suctioned. Hemostasis excellent. All instruments removed. Peritoneal cavity all owed to exsufflace. Skin incisions reapproximated and transferred to recovery room in stable condition. Pregnancy date provided in pfs as (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Pregnancy test urine - on (B)(6) 2014: results: pregnant (B)(6) 2014, sonogram showed miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.